Manufacturer narrative:
(B)(4). Anvil_not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open low anterior resection, staples were not deployed at all and the target tissue was cut but not stapled when the device was used to anastomose between the colon and the rectum. No staples were found around the anastomosis site. Another device was used on the anus side and a stoma was created temporarily. The doctor commented that there had been no unexpected resistance or noises while firing. The patient is being followed-up and there is a possibility that the stoma will be permanent. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.